Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial channel resulting in inappropriate atrial tachy response (atr) episodes. The episode was reviewed and it appeared to be oversensing of the minute ventilation signal. The device was reprogrammed to mitigate the oversensing. No adverse patient effects were reported.

Manufacturer narrative:
The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating pocket manipulation was later performed to assess right atrial (ra) pacing impedance measurements. It was noted that the measurements fluctuated from 597 to 1,228 ohms. Threshold measurements remained stable and it was noted the patient is 19% paced. No adverse patient effects were reported.